Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the tip of the cervical probe was deformed. This was suspected to be due to use on a hard part of the bone. The operation was completed using a different instrument. There was no reported delay to the procedure. There was no reported impact to the patient.

Manufacturer narrative:
H3 - the returned probe has a slightly bent tip. Otherwise, the probe displayed good geometry / divot error readings and normal tracking. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.